Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2021 who reported that the pump was removed ¿maybe 2 years ago¿. She didn¿t know when it was explanted or where, but it was done at ¿some outpatient surgery center¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was further noted that the pump previously administered dilaudid, bupivacaine, and clonidine (drug concentrations and dose rates were unknown); therapy dates were not specified. It was reported that her medication was put in to last three months; however, after 3 months there would be over half the medicine left inside the pump. The actual reservoir volume (arv) was greater than the expected reservoir volume (erv). It was noted that they filled it ¿say two months prior to that¿. It was further reported that the pump was beeping (alarming) two times after she had an increase and the healthcare provider didn¿t known why. This occurred after surgery on her shoulder which was unrelated to the pump or therapy. The date of the event was unknown / not specified. The patient was looking to get off of the pump therapy. The patient had not been able to use the bolus in a long time but confirmed this was because the patient was trying to get off the medicine. It was noted that the healthcare provider agreed to start weaning the patient off the pump but stated he could not go any lower than .5 without doing another refill. The patient wanted to go down to .25 but needed another refill first. The reporter was questioning if the pump was designed to not allow the healthcare provider to go any lower than .5 without refilling the pump. It was being considered that it was possible the pump may not be able to go any lower than .5 if the concentration was set to a certain level. No symptom was reported. It was further noted that the patient¿s healthcare provider almost killed her twice, once in july and once in november. Refer to MFR report # 3004209178-2018-16917 regarding july event and MFR report # 3004209178-2016-26344 regarding november event. It was further reported that previously their pump had died so they had to have emergency surgery; refer to MFR report # 3004209178-2016-26354 regarding previous pump having failed. No further patient complications have been reported as a result of this event.